Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified sars covid 2 assay. The following information was provided by the initial reporter: "false positive in bd max running sars covid 2 assay."

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported receiving false positive results on bd sars-cov-2. Customer discovered that samples were prepared with pipette tips that had no filter and customer believed it is possibly due to cross contamination. Customer performed em after extensive cleaning. Em results were all negative. Customer instructed her staff on the use of pipette with filters. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 27may2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the failure mode reported. No samples were expected to be returned for investigation, therefore return sample analysis is not required. Root cause is determined to be due to sample preparation using pipettes without filters. Complaint is unconfirmed as the issue is due to workflow error. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified sars covid 2 assay. The following information was provided by the initial reporter: "false positive in bd max running sars covid 2 assay".